Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked from unspecified locations. It was noticed that the folfusors leaked out into the bag after being delivered to the department. The devices were filled with 5-fluorouracil. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from december 4, 2019 - december 5, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a leak. The reported condition was verified during initial inspection. The most probable cause of the condition is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.